Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that during use with an unspecified amount of mckesson prevent® sg glide safety hypodermic needle the needle are clogged. This is (B)(4) occurrences. The following information was provided by the initial reporter: it was reported by the customer that the needles are not allowing anything to pass through.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of mckesson prevent® sg glide safety hypodermic needle the needle are clogged. This is the first of 4 occurrences. The following information was provided by the initial reporter: it was reported by the customer that the needles are not allowing anything to pass through.